Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient was feeling dizzy, could not speak and then he lost consciousness. The patient´s spouse called an ambulance and treated the patient with glucose, chocolate and juice. The ambulance arrived and they took a blood glucose reading which was 1.2 mmol/l and the cgm was reading 5.8 mmol/l. The patient was taken to the hospital; however, they rejected him because he was also suffering from pneumonia. They then they took him to a different hospital. There was no documentation about the treatment provided at the hospital. After 2 days the patient´s blood glucose stabilized. The patient was admitted for 3 days to the intensive care unit (ICU) and stayed at the hospital for 5 days in total. At the time of the report the patient was recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.